Manufacturer narrative:
The product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were with range specification and no errors were observed during control solution testing.

Event description:
A nurse from a healthcare facility reported obtaining a reading of 115 mg/dl when their patient experienced symptoms of hypoglycemia and lost consciousness. The patient was transferred to the hospital via paramedics where she was diagnosed with hypoglycemia and treated intravenously with glucose. There was no report of death or permanent impairment associated with this medical event.